Manufacturer narrative:
H3 other text : third party service.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. Additionally, the filter was replaced not related to the malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. Additionally, the filter was replaced not related to the malfunction/issue. The ventilator was not evaluated by a third-party service center. The ventilator was evaluated by the manufacturer respiromix sp. Z o.o.